Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic with driveline communication faults. The system controller and the modular cable was exchanged. The alarms re-occurred after the exchange. The alarm and wrench symbol disappeared after the alarms was silenced. Log file analysis captured a driveline communication faults on (B)(6) 2021 at 7:23:51 which occurred throughout the remainder of the log file. The log file was mostly filled with driveline communication faults between (B)(6) 2021 at 6:49:15 & (B)(6) 2021 at 12:58:09. Only communication a appeared to be involved with this issue. There was not a complete loss in communication noted as the communication b was functioning as intended. Submitted images showed some irregularity.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: on 21oct2021, the patient was taken to the or for a pump exchange; a heartmate 3 clip was added.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the pump exchange on (B)(6) 2021 was due to driveline damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed corrosion on the pin connectors of the pump cable inline connector that could have caused the driveline communication fault alarms, as confirmed through the submitted log files. The patient experienced a reoccurrence of driveline communication fault alarms on (B)(6) 2021. The patient¿s controller and modular cable were replaced; however, the alarm instantly reoccurred. Driveline x-rays were taken. The patient ultimately underwent a pump exchange due to the unresolved driveline communication fault alarms on (B)(6) 2021. (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ from the pump header. The modular cable and the remainder of the pump cable were returned with the inline connector secured. The apical cuff, sealed outflow graft, and sealed outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Brown discoloration of the external pump cable bend relief was noted; however, a specific cause for this finding could not be conclusively determined. Upon disconnection of the modular cable from the pump cable, corrosion was noted in the inline connector of the pump cable. Microscopic examination of the inline connector found that the most corrosion was found in the pin connectors for the yellow and green wires (communication lines). An electrical continuity test of the returned pump cable was conducted, and all wires were found to be electrically intact. Of note, resistance values for the wires of the distal pump cable intermittently increased slightly and returned to normal. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pump header appeared unremarkable. The outer layers of the pump cable did not demonstrate any damage that would have been present during support, and no evidence of fluid ingress was discovered. Upon removal of the outer layers of the pump cable, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The corrosion in the inline connector of the pump cable could have caused the driveline communication fault alarms, as confirmed through the submitted log files, due to poor conduction at the inline connection. The device was cleaned, rebuilt, and functionally tested under load conditions on a mock circulatory loop. For the functional testing, a test section of distal pump cable was used due to the corrosion in the returned distal pump cable. The pump was connected to and operated on a heartmate 3 functional tester. The device operated as intended and the retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was then connected to a water loop using the returned section of distal pump cable; however, the driveline communication fault alarm was unable to be reproduced. Of note, the pump cable inline connector was cleaned before attempting to reproduce the communication fault. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28may2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ warns the user to ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 2 also contains instructions on replacing the modular cable. Section 6 ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 7 also provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 also cautions the user not to twist, kink, or sharply bend the driveline. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.